Manufacturer narrative:
We are now collecting additional information.

Event description:
Adverse event: swelling, warmth, pain. In 2010 - unk, a female patient received injections of artz dispo for osteoarthritis. No incident was reported. She continued therapy, but her knee pain remained intense. She started to receive injections of decadron (dexamethasone sodium phosphate) and xylocaine (lidocaine). On (B)(6) 2011, she received an injection of decadron and xylocaine. On (B)(6) 2011, she received the injections of artz dispo bilaterally. On (B)(6) 2011, her right knee was swelling. On (B)(6) 2011, she consult her doctor, and her synovial fluid were removed. On (B)(6) 2011, she was admitted to the hospital. On (B)(6) 2011 to (B)(6) she received flomox (cefcapene pivoxil hydrochloride hydrate). On (B)(6) 2011 she is in the hospital.